Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing was observed on the ventricular lead in a pacer dependent patient. Isometric testing reproduced the noise that resulted in inhibited ventricular pacing. R-wave amplitude measured low. Lead damage suspected. Lead replacement was scheduled, but the patient did not have permeable vascular access, and the lead replacement was cancelled. The lead will be monitored.